Manufacturer narrative:
The insulin pump had minor scratched lcd window, broken battery tube threads, broken reservoir tube lip and missing end cap sticker. The pump was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they changed the reservoir and might have dropped the pump on the floor. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.